Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the representative 22g insyte autoguard units that were received from lot #4109666. A functional test revealed no leaks from the unused samples. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: blood leaked out after the needle was inserted in patients arm during when they went to put the saline blood was leaking. No patient info and as it was not reported. Also stated: injuries or adverse event: no 14 aug no patient was impacted.